Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Event description:
It was reported that the catheter allegedly had holes in the tubing, small splits in the tubing, and/or separation in the repair kit. It was further reported that the device was removed. There was no patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one white hub extension leg was returned for evaluation. The sample was returned with the hub, catheter, clamp sleeve, and clamp. A partial circumferential split was observed to the outer catheter sleeve immediately distal to the hub. When viewed under magnification, it was noted that the surface of the split was largely granular with smoother edges. It was noted that the markings on the clamp sleeve were worn. No damage was observed to the inner catheter. Multiple regions of the clamp sleeve exhibited necking under tension. The catheter was patent to infusion and aspiration with no leaks observed. Although the sample exhibited no leaks, the investigation is confirmed for the reported catheter damage as a split was noted to the outer catheter sleeve. Per the evaluation results, the identified split was circumferentially-aligned and located immediately distal to the hub. Additionally, wear was noted to the markings on the outer sleeve. These are characteristics typical of clamping too close to the luer hub. As this can cause the catheter material to be pinched between the harder material of the clamp and the luer hub stem, it is possible that clamping too close to the hub contributed to the identified catheter damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.